Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #unk. Additional information was requested and the following was received: could you please confirm this was a bypass procedure? Bypasses what was the indication for surgery? Bariatrics how was the post-op bleeding identified? Gastroscopy how was the post-op bleeding addressed? Clips was the site of the post-op bleeding identified? Intraluminal bleeding pouch how many days postoperative was the bleeding identified? 1 patient day 1 post op what was the total estimated blood loss (ml)? Hemoglobin dropped more than 1 point post or was a transfusion required? Yes in all patients and tranexaminezuur what was the pre and postoperative anti-coagulant and pain management protocol? Fraxiparine 0.6, pain management only paracetamol. Was the bleeding intraluminal or extraluminal? Intraluminal what was the color cartridge used throughout the procedure? And what anatomical structure were they used on? Gst60b were there any issues with staple formation throughout the procedure at the site of the bleed? No perfectly made staples what is the current patient status? Bleeding stopped without diagnostic laparoscopic redo. Patients went home after 4 days. Could you please provide a time of event between the initial surgery and reoperation? There was no reoperation, only a gastroscopy with clipping. Was the site of the bleed at the gastrojejunostomy of the jejunojejunostomy ? No an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, there was a post-operative intraluminal bleeding. The patient who received 2 pcs (extra blood). All bleeding stopped eventually without an intervention and the patient had to stay longer in the hospital.